Event description:
A customer reported that the pump screen appeared very dim, making it difficult to see outdoors. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, indicating that no additional actions were taken by technical support.